Manufacturer narrative:
D4. Medical device lot #: unknown. D4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. Investigation summary: this complaint is for misidentification when using phoenix panel nmic/ID-481 (catalog number 449517) batch number unknown. Customer returned panels, isolates or phoenix generated lab reports were not available for the investigation. The batch number was not provided, therefore this complaint is unconfirmed. A review of quality notifications could not be performed since a batch number was not provided. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Event description:
It was reported while using the panel phoenix nmic/ID-481 a patient blood culture set of two identified one isolate as escherichia coli while the other was misidentified as shigella flexneri. The user noted that the other isolates from the same patient were identified as escherichia coli. No health impact or consequence reported.